Event description:
In 2009, patient reported she faced 2 elevated readings while on her infusion device. Patient stated the 1st reading occurred one month ago, the 2nd occurrence was the following week and both were in the middle of the night. She stated that during the 1st occurrence, her reading was around 400 mg/dl and she bolused to bring her reading down. She reported she ended up changing "everything" in her infusion device; the infusion site, infusion tubing and the insulin cartridge and finally got the reading down. Patient reported she called her doctor for assistance in bring this reading down. Patient stated during the 2nd occurrence, her reading was around 300 mg/dl and she was able to bolus and the reading came down. Patient reported she has reviewed her basal rates with her doctor and they change them a month ago and then again last week. Patient stated the infusion device did not give any alerts or errors during either occurrence. Patient reported she changes her site, tubing and cartridge every 3 days. Advised her that the tubing can be used a little longer, recommend to change it every 6 days. She stated the cannula was not bent the 1st occurrence when she changed her site in order to bring reading down. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.